Event description:
The customer stated that his wife found him unconscious and called the paramedics, who transported the customer to the hospital to be treated for hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. It was found that the customer was practicing the proper priming technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.